Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarms. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 449 mg/dl. Customer treated their high blood glucose with a manual injection. Customer declined to troubleshoot the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.